Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator not detected on the communication bus. The customer reported that the malfunction occurred when the user was trying to issue medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the power cord. A field service engineer reset the power to resolve the issue. This work was recorded on work order 01833553. The system functioned as intended after the field service engineer troubleshot the device.